Event description:
Customer alleged discrepant blood glucose results of 197 mg/dl and 105 mg/dl when testing was performed back-to-back within 3 minutes on the advantage system. Customer did not report symptoms and reported no treatment/action based on results. A request was made for the return of the suspect device and replacement was sent.